Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the right ventricular lead low impedance and was failing to capture. The right atrial lead had low impedance and was sensing atrial fibrillation. The patient had both leads capped and replaced on (B)(6) 2018. The insulation at the junction of the proximal connector and lead body was damaged due to lead to can abrasions. Patient condition post procedure was not reported.

Event description:
New information noted that the patient was stable post procedure.